Event description:
Complainant reported the rotator broke during a left ventriculogram procedure. Pressure limit: 900 psi. Flow rate: 10ml/sec.

Manufacturer narrative:
Device eval - device eval not completed. Eval: conclusions - a f/u report will be submitted when the device eval has not been completed.